Event description:
The user stated he had 8 patient samples that recovered high for bicarbonate, then upon repeat testing the results were lower. One of the 8 samples also had a calcium result that repeated different. The specific results for only the one patient were provided. The initial bicarbonate result was 47 mmol/l and the initial calcium result was 7.8 mg/dl. The user recalibrated and repeated qc with acceptable results then repeated the patient sample. The repeat bicarbonate results were 26 and 17 mmol/l and the repeat calcium results were 8.7 and 8.9 mg/dl. The erroneous results were not reported out. The bicarbonate reagent lot number was 61747701 and the calcium reagent lot number was 62266701. The field service representative could not find a cause and could not reproduce the problem. He noted the analyzer was operational upon his arrival and stated the user had recalibrated and performed qc with good results. He cleaned the samples probes internal and external as a preventative measure. To verify the analyzer operation, he performed checktest, workstation accuracy, light barrier adjustment, qc and patient testing performance tests with passing results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.